Manufacturer narrative:
Corrected data: further information was provided and reported an independent analysis of the iol photos taken at each visit was conducted. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 01 degree. There is still no surgical intervention planned. Therefore, this supplemental filing is to correct the event as it is no longer a reportable malfunction. No other information was provided.

Manufacturer narrative:
Patient weight: information unknown/not provided. Unknown/not provided. If explanted, give date: n/a (not applicable). The lens remains implanted. Manufacturer telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted at 139 degrees. The expected implantation was 139 degrees, however, at 1-day post-operative (op), the lens rotated at 115 degrees. There was no patient complication or injury. The outcome does not significantly interfere with activities of daily life. The patient has recovered. There is no surgical intervention planned. At this time, the lens remains implanted. No additional information was provided to johnson & johnson surgical vision.